Event description:
Customer reported hospitalization due to high blood glucose level of approximately 550 mg/dl to 650 mg/dl. Customer stated that the hospitalization was due to a bent cannula in his infusion set. Customer reported getting really sick prior to the hospitalization. Customer's current blood glucose reading is 200 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.